Manufacturer narrative:
The insulin pump was received with battery power loss alarm and low battery alarm problem isolated to the electronic assembly noted.

Event description:
Information received by medtronic indicated that the insulin pump had low battery alert for two days. Customer received a low battery alert prior to the replace battery alert or replace battery now alarm and the timing was less than 8 hours from the low battery alert to the replace battery alert or replace battery now alarm. Customer stated that the battery was not previously used and the battery cap was not loose, cracked or damaged. This was the second occurrence of replace battery alert or replace battery now alarm in less than 8 hours after a low battery warning. No harm requiring medical intervention was reported. The device will be returned for analysis.